Manufacturer narrative:
Implant date: (B)(6) 2021. Explant date: (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator was having a low priority alarm during clinical use when the touchscreen issue was discovered. The alarm could not be turned off via the touchscreen. The device was in clinical use at the time the issue was discovered. The customer reported the patient was fine with the alarm. There was no patient harm reported. The defective ventilator was ultimately switched out for a working ventilator and therapy with the patient continued.

Manufacturer narrative:
G4:26feb2021. B4:06mar2021. H11:g5:k102985. H10:device was evaluated by the customer and the manufacture field service engineer (fse) who confirmed the reported issue. The fse replaced the touchscreen. The device was reported to have been fixed. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.